Manufacturer narrative:
Additional concomitant medical products: (B)(4), implanted: (B)(6) 2014, product event: summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the device had premature battery depletion, with a rapid one-day decrease also noted. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.